Manufacturer narrative:
Due to charcter limitation event site (B)(6). Add a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra aortic balloon pump(iabp) has experienced autofill failure and unable to update timing alarm.no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (medical device problem, telephone number), g3, g6, h2, h3, h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had an autofill failure and unable to update timing alarm. The complaint was received through a direct call from the customer to the emergency support program and patient involved and no harm or injury reported. (B)(6), a flight rn, called about to ask questions about an issue she had on 9/8 with a cardiosave rescue with an arrow balloon. She stated she was picking up a patient that had an arrow pump and balloon to transport to another facility. (B)(6) stated she called teleflex to make sure she connected the rescue to the arrow balloon correctly. A short time later, the pump had an autofill failure. She attempted to call the 1-800 number for support; however, the number went to a voicemail. There was then an unable to update timing alarm. She then called the receiving facility and spoke with an experience nurse. They switched the pump to semi auto mode and was able to pump without issue. (B)(6) talked through the potential issues that could have cause the autofill failure. Explained why the unable to update timing was fixed by placing the pump into semi auto. In future if we receive any new information will reopen and update the investigation.

Event description:
N/a.